Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured march 10, 2016 ¿ march 11, 2016. The device was received for evaluation with approximately 230 ml of fluid in the bladder. Visual inspection noted tiny specks of white drug residue around the blue winged luer cap, but no signs of fluid coming out at the cap. A functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking at the winged luer cap. This occurred after compounding with fluorouracil. There was no patient involvement. No additional information is available.